Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17427. It was reported that the patient presented for in-clinic follow up with the right atrial lead exhibiting elevated capture thresholds and various low impedance measurements. Isometrics exercises were performed and noise was exhibited by both the right atrial and ventricular leads. No interventions were reported. The patient's condition was stable.